Event description:
It was reported that the right atrial lead dislodged due to twiddlers. During the procedure, the physician attempted to reposition the lead however, the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found inner coil over-torqued with broken filars inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque fractures of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.